Event description:
Adverse event(s): "30 min delay" (no code available). Product problem(s): "system message received" (error message given). A nurse reported they received a system message during the procedure and switched to another machine to complete the case, causing a 30 minutes delay. No patient injury was reported.

Manufacturer narrative:
No samples were returned for evaluation. The territory manager (tm) performed an on-site visit and was unable to duplicate the reported event. The tm performed an evaluation of the unit and tested the unit to company specifications. During manufacturing there were 3 non-conformities. All three components were replaced and the unit was re-tested to meet specifications. None of the non-conformities were related to this event. A review of the database revealed 4 other complaints related to sm 3426. No adverse trends were identified. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. An internal investigation has been opened to address this issue. (B) (4) (B) (4). (B) (4).